Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their ins removed a year or two prior to the call because of a possible infection and a spine issue. The patient reported that they had a "spine like a (B)(6) man" with a degenerative disc which was progressively getting worse. These issues were not alleged to be related to the device or therapy, however the infection was potentially related. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.